Event description:
This event was reported as valve explanted after 2 years due to recurrent prosthetic aortic valve endocarditis, abscess and severe aortic insufficiency. No further information was provided.